Manufacturer narrative:
No patient information provided to date after calls to customer (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The exhalation valve was cleaned and o-ring lubricated to resolve the issue.

Event description:
The hospital reported a 5l/pm leak resulting in low tidal volume during a case. Oxygen flow was increased to reach desired tidal volume. No patient injury reported.